Manufacturer narrative:
One opened probe was received, without a tip protector, in a bag, for the report. The sample was visually inspected and found to be nonconforming with needle bent at the stiffener, dense white/orange foreign material covering the port. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for both actuation and cut. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard pictures. Wear marks observed around the inner cutter gouge marks observed at the cutting edge and other locations along the inner cutter. Inner cutter was found bent. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the probe had a cut failure. The most likely cause for the poor cutting is the observed gouge marks on the cutting edge of the inner cutter of the probe. The root cause for the cutting-edge gouges as well as observed slightly bent needle/inner cutter and the foreign material is due to the excessive surgical use of the probe. The vitrectomy probe is verified for 20 minutes of use at maximum cut speed per the probe direction for use (dfu). The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. The reported cut failure was confirmed and it appears that the observed cut failure was due to excessive use of the probe by the user; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that displayed probe low cutting speed and the probe could not cut before vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient impact.